Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was unknown. A day after the event onset, the patient was treated with vancomycin injection (1gm, every 5th day, discontinued) and amikacin injection (250mg, discontinued) for peritonitis. On an unknown date, the patient was hospitalized and subsequently discharged. At the time of this repot, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.